Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 80% stenosis. The lesion was pre-dilated and then the 3.5x19 mm graftmaster covered stent was attempted to be advanced but failed to cross due to the anatomy. The stent was noted to be flared. The lesion was pre-dilated again and a new graftmaster covered stent was advanced and implanted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.